Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the anesthesia workstation posted an alarm for no o2 fresh-gas during a case. After confirmation of the alarm the screen turned black and the device performed a reboot without user intervention. During the reboot the patient was ventilated manually. There was no injury reported.

Manufacturer narrative:
The electronic log file and the returned therapy control unit were available for investigation. The latest information recorded in the log revealed that a processor onboard the therapy control unit was not reacting for a short period of time. Consequently no further data was stored. The affected processor is also responsible for the blender¿s function which explains the observed alarm for restricted o2 delivery. As the exact root cause could not be determined by means of the log file, the replaced therapy control unit was assembled in a lab perseus and continuously operated for nine days. The failure could not be duplicated. The perseus detected the restricted activity of the processor and performed a reboot to regain full functionality. During a reboot the screen will turn black for a short time, which goes along with the user¿s observation. After the reboot which lasts approximately 15 seconds, ventilation will be resumed with the last valid settings. The therapy control unit was replaced. Since then, no further problems have been reported. Further actions are not required.

Event description:
Please see initial report.